Event description:
It was reported by a company rep that two electrode units melted the insulation, burning a scope and melting the outer sheath.

Manufacturer narrative:
A quantity of two units were implicated in the event. Please reference medwatch report number 2936485-2012-00217. Additional info will be provided once the investigation has been completed.